Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on february 28th, 2023, stating that multiple altitude alarms were confirmed in the pump history to have occurred on 12/24/2022-12/26/2022. B3 has been updated to reflect the additional information.